Manufacturer narrative:
(B)(4). A certain® gold-tite® hexed screw was returned for inspection. The screw is noted to be undamaged. The drive feature is significantly worn. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws, it is recommended to torque at 20ncm. Complaint indicates screw fractured. The alleged event was unconfirmed following inspection.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported by the doctor that the iunihg screw fractured.